Manufacturer narrative:
In-service training was completed with the third-party service provider on the proper maintenance practices of the harmony vled lighting system on (B)(6) 2018.

Manufacturer narrative:
A steris service technician arrived on-site and spoke with the user facility regarding the reported event. The user facility stated that the cut was minor and the procedure was completed successfully. No further complications were reported. The technician found, contrary to the reported event, that the harmony vled light head drifted horizontally away from the physician's work area for the procedure. As the physician was adjusting the light back to its intended position he inadvertently cut the patient. The user facility stated that the user facility's third party biomed technician made adjustments to the light prior to the arrival of the steris technician. Because the harmony vled lighting system was adjusted prior to the steris service technician's arrival, the technician was unable to duplicate the reported drift. The lighting system is not under steris service contract for maintenance services. All maintenance is performed by a third party service provider. The harmony vled lighting system's operator manual states on page 1-1 "warning - personal injury hazard and/or equipment damage hazard: repairs and adjustments to this equipment should be made only by fully qualified service personnel. Maintenance performed by inexperienced, unqualified personnel or installation of unauthorized parts could cause personal injury, invalidate the warranty or result in costly equipment damage. Contact steris service regarding service options." The steris technician inspected the harmony vled lighting system and identified a slight drift remained. The technician adjusted the lighting system, tested the unit, and confirmed it to be operating properly. This event can be attributed to improper maintenance of the harmony vled lighting system by the third party service provider. Steris offered in-service training to the third party service provider on the proper maintenance practices required for the harmony vled lighting system on 12/5/2017. No additional issues have been reported.

Event description:
The user facility reported that their harmony vled lighting system light head drifted and bumped into a physician who was performing a procedure. This caused the physician to inadvertently cut the patient.